Event description:
The customer contact reported the device did not deliver. The device was returned to the biomedical engineering department with a note that stated, "pca screen showing correct milligrams infused, actual syringe ml left account did not correlate. Syringe had not moved since pump cleared at change of shift." No specific patient info, pump programming, or event details were provided. There were no reported adverse patient events and no reported delays of critical therapies while the device was in clinical use. Multiple unsuccessful attempts have been made to obtain additional info.

Manufacturer narrative:
At this time, the customer will not be returning the device for evaluation. If the device is received, a follow up report will submitted. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).